Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with server. A technical support specialist (tss) checked the station and encountered an unable to connect with server, aborting full synchronization error. Data synchronization logs revealed structured query language connection failures indicating the server was not accessible. Port checks to the server fqdn failed, and the issue was communicated with it. The pyxes training internet protocol address was added to domain name system, after which the device was successfully synchronized to the test server fqdn. Synchronization was monitored until stable with no variations, and the station was rebooted to carefusion application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the server despite appearing online in remote smart service (rss). The customer attempted to sync the device, but it failed with the error message: unable to connect with server, aborting full sync. The customer was able to ping the device; however, it did not communicate with the server. However, there were no delays, adverse events or injuries reported based on this event.